Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube, cracked case near display window corners, damaged battery cap coin slot(p), and moisture damage on the electronic assembly.

Event description:
It was reported the insulin pump was exposed to fluid and broken battery cap. Customer stated the fluid was under the liquid crystal display of the insulin pump. Customer blood glucose was 116mg/dl. Troubleshooting was done. No further information provided.